Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve via the right transfemoral approach, a pre-implant balloon aortic valvuloplasty (bav) was performed. Upon advancing the delivery catheter system (dcs) from the right femoral artery, resistance was encountered at the right common iliac artery. A percutaneous old balloon angioplasty (poba) was performed using an 8 millimeter (mm) balloon; however, the dcs was unable to advance. An 18 french (fr) sheath was attempted; however, a vascular rupture occurred. Hemostasis was performed with a non-medtronic stent. Another attempt was made to insert the 18 fr sheath, but it was difficult to insert. Subsequently, the approach site was switched to the contralateral side, and a 14 fr sheath was attempted; however, the sheath was unable to be inserted into the left external iliac artery. Another poba was performed using an 8 mm balloon, and the 14 fr sheath was successfully inserted. Upon inserting the dcs, the dcs was unable to be advance. Subsequently, the procedure was aborted. Hemostasis at the access site was performed using a non-medtronic closure system, and a contrast study was performed that revealed a vessel occlusion. Surgical revascularization was attempted at the access site, but an intimal dissection of the external iliac artery was observed making revascularization difficult. Therefore, an artificial bypass graft was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve via the right transfemoral approach, a pre-implant balloon aortic valvuloplasty (bav) was performed. Upon advancing the delivery catheter system (dcs) from the right femoral artery, resistance was encountered at the right common iliac artery. A percutaneous old balloon angioplasty (poba) was performed using an 8 millimeter (mm) balloon; however, the dcs was unable to advance. An 18 french (fr) sheath was attempted; however, a vascular rupture occurred. Hemostasis was performed with a non-medtronic stent. Another attempt was made to insert the 18 fr sheath, but it was difficult to insert. Subsequently, the approach site was switched to the contralateral side, and a 14 fr sheath was attempted; however, the sheath was unable to be inserted into the left external iliac artery. Another poba was performed using an 8 mm balloon, and the 14 fr sheath was successfully inserted. Upon inserting the dcs, the dcs was unable to be advance. Subsequently, the procedure was aborted. Hemostasis at the access site was performed using a non-medtronic closure system, and a contrast study was performed that revealed a vessel occlusion. Surgical revascularization was attempted at the access site, but an intimal dissection of the external iliac artery (eia) was observed making revascularization difficult. Therefore, an artificial bypass graft was used. Additional information was received that the average minimum diameter of the right eia was 5 mm (4.8 mm by 5.3 mm), and the average minimum diameter of the left eia was 3.4 mm (2.9 mm by 3.9 mm). Th occlusion occurred at the right eia, and the dissection occurred at both the right eia and left eia. Per the physician, the cause of the rupture was due to the forceful insertion of the non-medtronic sheath, the occlusion was caused by the dissection and thrombosis, and the dissection was caused by the forceful balloon dilation; however, the dcs may have contributed to the rupture, occlusion and dissection. The patient's calcification and narrow vessels were noted as contributing factors to this event.

Manufacturer narrative:
Corrected data: h6. Annex a code was erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.